Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
From literature "reverse total shoulder arthroplasty: salvage procedure for failed prior arthroplasty" seong hwan jo et al., clinics in orthopedic surgery, 2017, 9:200-206. The aequalis system was used in 3 of 7 patients, and biomet and aequalis systems were used for the glenoid and humeral components respectively in 1 patient. The cause of revision surgery was infection in 2 patients, humeral stem loosening in 2 patients, glenoid arthropathy in 2 patients and glenoid loosening in 1 patient.